Manufacturer narrative:
The suspect medical device was returned to the manufacturer for evaluation/investigation. The evaluation/investigation confirmed that the loop wire at the distal end of the hf resection electrode had broken off. The cause of this damage and the breakage of the loop wire is mechanical overload by the application of excessive force. Therefore, this event/incident was attributed to use error. The case will be closed from olympus side with no further actions. However, the event/incident will be recorded for trending and surveillance purposes. In addition, the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.

Manufacturer narrative:
The suspect medical device has not yet been returned to the manufacturer for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that one hour into a therapeutic transurethral prostatectomy procedure, the loop wire at the distal end of the hf resection electrode broke off and fell inside the patient's bladder. However, no fragment remained inside the patient since it was reportedly retrieved. The intended procedure was successfully completed with another similar device and there was no report about an adverse event or patient injury.